Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient reports the pod infusion site (abdomen), was red and painful. The patient had experienced purulent discharge as well as a scar at the pod infusion site. In addition the patient experienced nausea. Once at the hospital the patient was diagnosed with hyperglycemia and cellulitis. The patient had blood work completed as well as an x-ray and ultra sound. The patient was treated with anti nausea medication and insulin. The patient applied a new pod . The patient was prescribed doxycycline (100 mg) to be taken 2 times daily for 10 days. The patient was released from the hospital after 8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.